Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of a software issue on the cobas 6000 e 601 module. The customer received "alarm data fail write" messages and "save and read" errors. All patient results were "9" regardless of the test being run. As part of troubleshooting, the customer ran sodium qc as a control test and obtained a result of 29 (unit of measure not provided). The same qc sample was then run as a patient sample and the result was 9. It was not known if any incorrect results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The customer deleted the patient database and the then instrument gave normal results with no alarms. The customer ran qc as patient samples and obtained expected results. The field service representative (fsr) visited the customer site and replaced the old computer and upgraded the instrument software version. The instrument has been running without issue since the service visit.

Manufacturer narrative:
The control unit was 10 years old and had a corrupted database. After the fsr replaced the control unit, the problem was corrected.